Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Star revision surgery due to staph infection; poly sliding core was exchanged after 2 months of implantation.

Event description:
Star revision surgery due to staph infection; poly sliding core was exchanged after 2 months of implantation.